Event description:
It was reported that the patient expired, and the cause of death was unknown. There is no allegation from a healthcare professional that the death was device related.

Manufacturer narrative:
No medwatch form was received. (B)(4).